Event description:
Revision of optetrak knee components reportedly due to poor fixation of the tibia and heavy wear on the polyethylene. This event occurred outside of the u.s., in the (B)(6). Primary surgery date was (B)(6) 2009.

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation.